Event description:
The pump was primed and calibrated. It started alarming at a 500cc deficit and display showed "high loss" with no further numerical deficit displayed. Case continued and it was determined actual deficit was approximately 6100cc. Patient's temperature and sodium decreased, necessitating close monitoring for hyponatremia, acidosis and hypothermia, administration of lasix and 3% ns. Patient responded well with no further harm; discharged 48 hours later.====================== health professional's impression======================alarm only displayed 500cc deficit, then did not show anything other than "high loss".====================== manufacturer response for hysteroscopy pump, (brand not provided)======================they requested device to evaluate; results not yet known.